Event description:
The customer reported 103 false negative results with the binaxnow¿ covid-19 antigen card performed between 18dec2021 and 31jan2022 using two different lots (156305r and 154026r) with the kit swab on a nasal sample. The customer is unable to confirm the quantity of tests performed with each lot. This MFR. Report addresses test fifty (50) of one hundred three (103) confirmation testing via an unknown pcr platform performed on the same date as the binaxnow covid-19 ag card generated positive results. In total, 4645 binaxnow covid-19 ag card tests were performed at the location between 18dec2021 and 31jan2022 with 153 tests generating positive results. During the same time period, 6196 pcr tests were performed with 256 generating positive results. The customer stated there is no data regarding if all positive pcr results had corresponding binaxnow covid-19 ag card tests, however, the customer stated that they prioritized usage of the binaxnow covid-19 ag card test. The customer was unable to provide the total number of patients that underwent both pcr testing and binaxnow covid-19 ag card tests. Although requested, the customer confirmed no additional patient information including treatment and outcome is available.

Manufacturer narrative:
(B)(6). Lot 156305r, UDI (B)(4), expiration date 24apr2022; lot 154026r, UDI (B)(4), expiration date 21apr2022 the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-03467 thru 1221359-2022-03569.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 156305r with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Retain testing was unable to be performed for kit lot 154026r as the lot was expired at the time of investigation. The manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lots: 156305r, 154026r; test base part number 195-430h / lots: 148004r, 147416a. The lots met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 156305r and 154026r showed that the complaint rate is (B)(4), respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.